Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received no button response due to flattened esc button dome switch. No button error alarm or cosmetic damage noted .

Event description:
Customer reported the insulin pump alarmed button error and was unable to clear the alarm. Customer declined to provide blood glucose level. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised revert to back up plan. No further information reported.